Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
A customer's family member reported customer was getting an unspecified error message on their freestyle lite meter and as a result of being unable to test, she experienced dry mouth, blurred vision and headache. The customer self-presented at a health care facility where she was diagnosed with hyperglycemia and diabetic ketoacidosis and treated with what she thought was insulin, which was a change to her normal regimen. There was no report of death or permanent impairment associated with this medical event.